Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint. Litigation papers allege the patient suffered symptoms and damage to her body including but not limited to severe pain and discomfort in her thigh, groin and hip joint, popping, clicking and grinding sensation with movements, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and severe chromium and cobalt metal toxicity. Doi: (B)(6) 2008 - dor: (B)(6) 2011. Patient is a resident of (B)(6). Surgery performed in (B)(6). Plaintiff's preliminary disclosure form was received, which identified (part/lot) and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2008. Plaintiff's preliminary disclosure form was received, which identified side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. (Right side) medical records received. After review of the medical records for the MDR reportability, it was stated that the patient was revised to address pain. Revision notes reported synovitis in the hip, which was not extensive, and a straw-colored fluid. There was no bony growth seen on the outside of the acetabular component. Product codes and lot numbers provided.